Event description:
Customer reported, the system will not boot-up. It was determined that the system s-ram software has been corrupted causing system to in loop non boot-up cycle.

Manufacturer narrative:
The service rep replaced s-ram and u20 and system booted up to 20 arrows without advancing further. Re-ordered s-ram and u-20 technique processor chip and service call was completed on another case. During that case, the service rep replaced the s-ram and loosened the mainframe steering. He performed functional checks. System operating as intended.